Manufacturer narrative:
Blocks b5 and h6 (device codes) were corrected. Block g2: e7127 passage clinical study. Block h6: imdrf patient code e1020 captures the reportable event of nausea. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the jejunum to treat a gastric outlet obstruction (goo) during an eus-guided double balloon-occluded gastrojejunostomy bypass (epass) procedure performed on (B)(6) 2024 as part of the e7127 passage clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2024. The stent was implanted successfully. Post- dilation was not performed, and stent patency could be visualized. On (B)(6) 2024, 1 day post index procedure, the patient experienced nausea and was given medication. The nausea had a causal relationship to the index procedure. On (B)(6) 2024, the event was considered resolved. On (B)(6) 2024, the patient was discharged.

Manufacturer narrative:
Block g2: e7127 passage clinical study. Block h6: imdrf patient code e1020 captures the reportable event of nausea. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the jejunum to treat a gastric outlet obstruction (goo) during an eus-guided double balloon-occluded gastrojejunostomy bypass (epass) procedure performed on (B)(6) 2024 as part of the e7127 passage clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2024. The stent was implanted successfully. Post- dilation was not performed, and stent patency could be visualized. (B)(6) 2024, 1 day post index procedure, the patient experienced nausea and was given medication. The nausea had a causal relationship to the index procedure. On (B)(6) 2024, the event was considered resolved. On (B)(6) 2024, the patient was discharged. Note: it was reported that the device was intended to be placed transgastric to the jejunum to treat a gastric outlet obstruction (goo). The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum.